Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number: (B)(6) was returned for evaluation following a controller exchange due to patient decompensation. A log file was downloaded for review that showed events spanning approximately 10 days on (B)(6) 2023, on (B)(6) 2000, on (B)(6) 2023 per timestamp). Events occurring on 01jan2000 ¿ 02jan2000 were recorded as default dates; the driveline was not connected during these events. Events occurring on 07mar2023 were recorded during testing at abbott. The driveline was disconnected on (B)(6) 2023 at 18:56:04 for a system controller exchange. There were no other notable alarms active in the log file that would indicate an issue with the system controller. The returned system controller was functionally tested on a mock loop and operated the pump without any alarms or issues activating. The returned system controller passed all testing. The provided information indicated that the although the patient's condition appeared to improve following the controller exchange the root cause for the event is suspected to be related to the patient's condition and not the pump or controller. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that the patient was initially readmitted to the hospital due to a thromboembolic event with international normalized ratio (inr) at 1.5. The patient had recently had covid along with the flu, the covid infection and associated inflammatory status was known to be procoagulant. An echocardiogram showed an open foramen oval and over unloading of the ventricle. The patient was also known for regular venous thrombotic events, and it was suspected that there must have been a venous thrombus absorbed by the pump. Intense coagulation therapy seems to have resorbed the thrombi, and the pump speed was readjusted to appropriate values. The controller was probably exchanged due to a low flow which decreased to less than 0.5 lpm. The pump did not stop until the driveline was disconnected. However, flow decreased drastically within seconds from 4.9 lpm at 18:39:49 to 0 lpm at 18:40:41 and was not restored until the driveline was disconnected at 18:56:04.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented with decompensation and was admitted. In the ward, the patient experienced a vascular cerebral accident and was transferred to continuous care. The perfusionists were called at some point since the pump had stopped. The primary controller was eventually exchanged which seemed to have solved the problem but additional medical personnel believed the pump event was a consequence of the patient's clinical condition of a massive clot going through the pump. The patient's situation has stabilized and no further support is required. Related MFR #: 2916596-2023-00283.